Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she could not calibrate the sensor and the sensor glucose and blood glucose readings were different. Customer stated the insulin pump went into threshold suspend mode due to the reading discrepancies. The sensor glucose reading was 48 mg/dl and the blood glucose reading was 320 mg/dl. Customer removed the sensor and found the cannula was slightly bent. Customer completed troubleshooting and the sensor was replaced and will be returned for analysis.

Manufacturer narrative:
Evaluated one opened and used sensor; performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with paradigm pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.